Event description:
It was reported that the customer had an insulin pump that had fallen into the water. Customer had a blank display and the pump is dead. Customer's blood glucose was 179 mg/dl. Customer stated that they can hear water inside the pump when they rattle it.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.